Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming low/high issue was reported with the adc freestyle libre 2 sensor. The customer reported he "almost died due to the sensor malfunction." The customer further reported the sensor failed to alarm when their glucose was low and as a result, the customer experienced symptoms of seizure and a fall which resulted in him hitting his head which left a hole in his forehead and a swollen eye. The customer received stitches from a healthcare professional and no further information was provided. There was no report of death or permanent injury associated with this event.